Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture (loc), increased impedances and over 100 atrial tachy response (atr) events caused by noise. The lead thresholds had also increased over time. Boston scientific technical services (ts) was consulted and suggested some programming changes as it sounds like the atrial noise was leading to increased ventricular pacing which could have contributed to the noise. Ts suggested changing the device programming to vvi which will likely reduce the pacing. The lead and device remain implanted. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.